Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, intermittent audio on g6 mobile app occurred. No data was provided for evaluation. The complaint confirmation of intermittent audio on g6 mobile app could not be determined. A probable cause could not be determined. No additional patient or event information is available.